Event description:
It was reported that the 9800 system had no images on the monitors prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor and display adaptor boards were re-seated during the service call. The system was tested and found to be working as intended and placed back into service.